Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02281. The pt received his scs system, including a surgical lead and an ipg, on (B)(6) 2010. The pt reported that when using his scs therapies, his foot swells. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg and lead remains implanted. No further pt complications were reported.